Event description:
This pi is for the hip implanted on (B)(6) 2006 - left hip. I had a total hip replacement on (B)(6) 2006. Shortly after the surgery I started experiencing a faint squeak which my physician dismissed as normal. I had the other hip replaced on (B)(6) 2008 (right hip), and soon experienced an even louder squeaking sound on a fairly regular basis. Both appliances were touted to be ¿ceramic¿ faced. I have really enjoyed the mobility that the new hips have afforded me but the increasing volume and frequency of the squeaking is driving me to distraction. I know others must have experienced similar problems and am looking to you for any advice or direction that you can offer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.